Event description:
It was reported that when using the bd pyxis¿ es refrigerator screen went black. The customer attempted to recover storage space and rebooted the station as troubleshooting step, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident it was determined that the helmer refrigerator had a black screen. A field service engineer fse found that the helmer refrigerator initially had no display. Fse troubleshooting led to replacing the power supply which restored the display but triggered battery backup warnings. The battery was replaced but the display still failed after several minutes. Further troubleshooting determined multiple faults and the power supply battery and controller board were replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.